Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: dec 7, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received stuck to the handpiece tray. The original handpiece, folding carton, patient identification (ID) card, implant notification card, patient stickers, and direction for use (dfu) were received as well. Visual inspection under magnification revealed the lens was received cut in half with no additional defects. No handpiece defects or assembly issues were observed before and after disassembling the handpiece. Haptic thickness and width were measured for both haptics and overall diameter was measured and passed within specifications. Based on the return condition of the lens no further dimensional inspection could be performed. The complaint issue (delivery issue and dissatisfaction - quality/design) was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Corrected data: in review, it was noted that the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept empty and the justification for that should have been captured to the section "h10" of the initial MDR report. It was also noted that the an incorrect date of manufacture was inadvertently was entered in the section "h4" of the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h4: device manufacture date: feb 1, 2021 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was partially inserted and removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was partially inserted and removed/replaced in the initial surgery. Email address: unknown, information not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Medical device problem code (B)(4): no code available (dissatisfaction-quality/design). An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician could not place an intraocular lens (iol) in the anterior capsule completely. The lens was cut and removed from the patient's eye. The physician considered that it could be a defective product because it did not have symmetry of lens shape. The patient¿s intraocular pressure was high. A three-piece lens was inserted as the replacement iol. No further information is available.